Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.